Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred after being cardioverted. The patient turned the implantable neurostimulator (ins) on after the procedure, but the ins "doesn't feel right."